Event description:
Customer reported the swivel lock is not holding. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the wig wag brake assembly. System operates as intended.